Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and three shocks for a supraventricular tachycardia (svt) due to a blanked atrial beat. No additional adverse patient effects were reported. This device remains in service.